Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error when attempting to deliver a bolus. Customer stated that they were at a concert and the insulin pump was in her costume and it was tight which may have held down a button on the insulin pump. Customer's blood glucose reading at the time of the call was 227 mg/dl. No further information reported.